Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee and superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral coronary cutting balloon was selected for use. During the procedure, a pinhole at the middle part of the balloon ruptured upon first inflation at 6 atmospheres for 8 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.